Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (unknown serial/lot); product type: 0184-catheter; implant date (B)(6) 2016; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving saline via an implantable pump for intractable spasticity indications for use. It was reported that six months ago, they had difficulty accessing and filling the pump. The healthcare provider (hcp) stated that the patient had a seroma and at the time they aspirated the fluid. They tested the fluid and there was drug in that fluid. The hcp stated that this was not a pocket fill, but she believes there was a leak in the catheter. The patient has been unable to find a physician to replace the pump or do a catheter revision. She has worked with a company representative (rep) and still unable to find a surgeon. The patient wanted the pump turned permanently off. The password was given.